Event description:
It was reported that the nicu nurse was in troubleshooting low flow alert02) in an arctic sun device. Rewarm complete, patient in normothermia phase with flow rate (fr) was 0.8lpm. Guided to diagnostics, system hours 2526, pump hours 1936, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 31%. Adjusted tubing, flow rate (fr) was dropped to 0.7lpm. Disconnected and reconnected pads using proper technique. Flow rate (fr) would not increase beyond 0.8lpm. Patient currently at target in normothermia phase. They will leave alone for now and call back if the patient temperature drops. Explained the correlation between the flow rate and heater capacity. Unable to read lot number on pad without moving baby which they are unable to do at this time. Asked they hold onto the pad for investigation. Nicu nurse stated that flow rate (fr) had dropped to 0.5lpm and baby's temperature in dropping accordingly. They recalls from the last conversation that the flow rate was related to warming water. Performed troubleshooting on pad again (adjusted tubing, disconnected and reconnected using proper technique). Guided to diagnostics and confirmed inlet pressure (ip) was still at -7psi. Flow rate (fr) would not increase beyond 0.5c/hour so a second pad was added to the fluid delivery line (fdl). Flow rate (fr) was increased to 1.5lpm. Reiterated correlation between flow rate and heater capacity. Advised to hold onto initial pad for investigation.

Manufacturer narrative:
The initial reporter facility name provided is (B)(6). Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The complete report source other: case-(B)(4). The complete initial reporter's facility name is (B)(6) hospital (B)(6). The reported event is confirmed cause unknown as they changed the pads and flow rate issue is solved. Sample was not available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation no additional actions are required at this time. Corrections: d, g. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse was in troubleshooting low flow alert02) in an arctic sun device. Rewarm complete, patient in normothermia phase with flow rate (fr) was 0.8lpm. Guided to diagnostics, system hours 2526, pump hours 1936, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 31%. Adjusted tubing, flow rate (fr) was dropped to 0.7lpm. Disconnected and reconnected pads using proper technique. Flow rate (fr) would not increase beyond 0.8lpm. Patient currently at target in normothermia phase. They will leave alone for now and call back if the patient temperature drops. Explained the correlation between the flow rate and heater capacity. Unable to read lot number on pad without moving baby which they are unable to do at this time. Asked they hold onto the pad for investigation. Nicu nurse stated that flow rate (fr) had dropped to 0.5lpm and baby's temperature in dropping accordingly. They recalled from the last conversation that the flow rate was related to warming water. Performed troubleshooting on pad again (adjusted tubing, disconnected and reconnected using proper technique). Guided to diagnostics and confirmed inlet pressure (ip) was still at -7psi. Flow rate (fr) would not increase beyond 0.5c/hour so a second pad was added to the fluid delivery line (fdl). Flow rate (fr) was increased to 1.5lpm. Reiterated correlation between flow rate and heater capacity. Advised to hold onto initial pad for investigation. Per additional information received via ttm on 15jul2025, follow up on case (B)(4). Customer calling back to provide the lot number for the pad: ngks2368.